Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in the record shock impedance measurements and the most recent measurement was out-of-range at 170 ohms. All other parameters were in-range. Boston scientific rhythmcare was contacted and recommended a thorough in-clinic lead assessment, such as provocative maneuvers, potential diagnostic imaging, and commanded shock testing to evaluate the lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in the record shock impedance measurements and the most recent measurement was out-of-range at 170 ohms. All other parameters were in-range. Boston scientific technical services (ts) was contacted and recommended a thorough in-clinic lead assessment, such as provocative maneuvers, potential diagnostic imaging, and commanded shock testing to evaluate the lead integrity. Recently, ts was contacted to evaluate the rv lead shock impedance trend. The most recent measurement was noted to be 168 ohms, with the highest measurement recorded at 185 ohms. Lead replacement was recommended to ensure adequate therapy delivery. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.